Manufacturer narrative:
(B)(4). Partial fire lockout. The analysis found that one device was returned in good visual condition and with a cartridge reload present. The cartridge reload was received with the swing tab locked out and with four proximal staples protruding. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the reported incident is that the device may have been partially fired causing the lockout to be set. Reference instructions for use for complete firing instructions. Batch history review has been completed with no anomalies reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a laparoscopic colectomy procedure, the device locked out and some staples fell out of the cartridge. Another device was used to complete the case. There was no adverse consequence to the patient.